Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. Product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was not feeling very good. On a second call, the patient reported they were receiving the maximum settings error message on their programmer. On the call, they attempted to lower and raise stimulation and try a different program, but they were still receiving the same error. The patient was advised to contact their healthcare provider and their rep was made aware. On a third call the rep reported they were unable to increase the amplitude above 1.0ma. The rep stated 0, 1, and 2 were green, so they didn¿t understand why they couldn¿t get higher values for amplitude the day of the call. The rep also reported that they ran an impedance test and it showed an issue with contact 3. Troubleshooting could not be continued as the rep needed to go see the patient. It was reviewed that if impedances were high it would limit the amp value that could be achieved. The rep stated that program 7 was working for the patient the day of the call. It was reviewed to check connections with the percutaneous extension, but if things didn¿t resolve then they should consider the lead to be the issue. It was later reported that they decided to place a new lead on the other side and extend the trial. It was noted that the lead was removed intact. It was noted that the trial began on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep/hcp: this patients lead wire was removed entirely without injury and there was no impedance on the new lead. No further patient complications have been reported as a result of this event.